Event description:
The customer's spouse called to report that patient was having a seizure and wants to suspend the pump. Assisted the spouse with suspending the pump. Later the wants to suspend the pump. Assisted the spouse suspending the pump. Later the contact called back to inform that the customer was taken in the ambulance to the emergency room for seizures and low bgs. Troubleshooting was performed. The pump passed the functional testing. The programming in the pump was correct. The cause of the low could not be found.